Manufacturer narrative:
On 18-aug-2021, mentor received additional information about the event: an implantation date of (B)(4) 2020 was reported. An explantation date of (B)(6) 2020 was reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5093880 that a female patient who underwent an unspecified breast surgery with 650 cc mentor cpx4 with suture tabs, med height, smooth tissue expander has experienced postoperative deflation on an unknown side. Approximately three weeks after the procedure, the patient experienced an increase in drainage from the surgical site, and a deflation of the tissue expander. As a result, the patient underwent explantation and replacement with an unspecified device on an unknown date.